Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. According to the customer, pre-cleaning is performed immediately after a procedure and the following steps are followed. The customer opens a package of revital ox bedside complete and lightly squeeze excess fluid out of sponge, remove the sponge and wipe down the outside of scope. Then places the distal tip of the scope into pouch and suction fluid through scope for 30 seconds (if scope has a water channel, leave enough solution for use in the flushing tube), and if the endoscope has an elevator, move the elevator up and down during suctioning. If the scope is gi ultrasound, the red button has two levels, perform at both levels. Then cycle air through the channel for 10 seconds. Then place the distal tip of the scope into water in graduate and suction through scope for 30 seconds. And if the endoscope has an elevator, move the elevator up and down during suctioning. Then cycle air through the channel for 10 seconds and ensure the scope is attached to tower with light source. Then push the blue button to rinse channel with water and attach air-water channel cleaning adapter. Then place the distal tip of the scope into pouch (or graduate) and push the button for 30 seconds to flush the channel and release the button for 10 seconds to allow air flow through the channel. Then turn off the light source. Using a leur lock syringe, flush revital-ox solution, with 30 ml for water tube and 5 ml x3 for elevator tube through the auxiliary water channel/elevator channel using the auxiliary water tube (maj 855)/washing tube (mh 974), repeat with air and water and finish with air. Then discard the revital-ox bedside complete packaging. Then place the scope in a bin and cover with red cover for delivery for reprocessing. The scope was tested before manual cleaning and the manufacturer of the leak tester is olympus. During manual cleaning of the endoscope, the customer used single use olympus bw-412t brush to brushes the scope. For the cleaning and disinfectant of the scope the customer used prolystica (steris) and rapicide (medivators) and the minimum effective concentration is being checked daily. The aers being used to reprocess the endoscope are medivator dsd edge 120v 70993820 and medivator edge 120 v 70643524. The scope was stored hanging vertically in a scope cabinet. The customer reported that there have not been any issues noted with the aer and the last pm for the aer was june 2021. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was december 21, 2021. There has not been any change in the reprocessing personnel since the last on-site visit by an ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored hung vertically in a scope cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the instrument channel outlet of the evis exera iii gastrointestinal videoscope tested positive for less than 100 colony forming units (cfus), of pseudomonas aeruginosa on (B)(6) 2022. It was reported that the device was used on a patient with a known infection of the same microorganism and the issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use, on (B)(6) 2022. There was no patient infection or harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, results of olympus endoscopy support specialist (ess) observation, the device evaluation, and the legal manufacturer's final investigation. The subject device was sent to a third party lab for culture testing the results were as follows: distal end: micrococcus yunnanensis, micrococcus luteus, air/water channel (ch): staphylococcus epidermidis, biopsy ch/ suction ch: staphylococcus epidermidis, auxiliary water ch: no growth. An olympus ess was dispatched to observer the facilities reprocessing practices were it was noted that the customer performed brushing of all channels but did not do it in the correct order. The customer started with channel opening brush and brushed the suction cylinder and the biopsy port then proceeded with using the channel brush and brushing straight across so it comes out the suction port then brushed down at a 45 degree angle so it comes out the distal end of the scope. It was also observed that the customer was using the channel plug during the suction step instead of covering suction cylinder with their finger and suctioning was only performed for 10-15 seconds. The ess informed the customer of the correct way to brush the scope and perform the suction steps according to the device instructions for use (IFU). The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: leakage from biopsy channel, insufficient angulation, play on angulation control knob, bending section rubber glue cracked, insertion section kinked/bulge, bending section rubber glue worn out, inner wall of biopsy channel scraped, universal cord kinked/bulge, insertion section deep scratches, distal end cover scratched, scope connector scratched, preventive maintenance: multiple customer labels on grip unit and scope connector cover, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.